Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with scratched case, pillowing keypad overlay, and label damage however, no cracks noted at battery compartment during visual inspection. Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack backside of the insulin pump. The customer stated that they slipped and felled on the pump. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.